Event description:
Revision surgery - due to the original poly insert breaking.

Manufacturer narrative:
The reason for this revision surgery was reported as a broken insert after an unknown number of years in vivo. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and product complaint report history for this product could not be conducted due to no part or lot number being reported. The root cause for the broken insert could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.